Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use following a pre-deployment angiogram revealing no vascular disease and a vessel with a diameter of 6mm. Post-deployment, a small hematoma formed and the pedal pulse was not present. Ultrasound revealed no flow to the superficial common femoral artery. The patient underwent surgery to remove the angio-seal device which was located in the subcutaneous tissue. The patient is stable and scheduled for discharge.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.